Event description:
Mighty bliss heating pad caused a rash/irritation on my right inner thigh. Was using it correctly, unclear why this happened. Does not look like a burn. FDA safety report ID # (B)(4).